Manufacturer narrative:
The subject device was not returned to aomori olympus. Therefore, the reported phenomenon and condition of the device could not be confirmed. Based on the results of the investigation, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use (IFU) which state: ·do not apply excessive bending, pulling or pressure to this product. It may lead to equipment damage or functional deterioration. ·do not round the insertion tube smaller than 20 cm in diameter. The insertion tube may be damaged. ·do not use excessive force to operate each part. It may lead to damage of rotating clip device and clip. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the rotatable clip fixing device gripped the mucous membrane and could not be released. The doctor removed the clip from the applicator by hand during an unknown procedure. There were no reports of patient harm or injury.